Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:21:06. During night drain cycle one, the patient's ultrafiltration reading was 783ml, indicating the home patient (hp) drained 783ml more than their maximum programmed fill volume of 1000ml. No further information was available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause was a false empty detected at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.